Manufacturer narrative:
(B)(4). It was reported pacing impedance measurements have been chronically high. The lead and device will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range pacing impedance measurements. All other diagnostics were good and stable. No adverse patient effects were reported.